Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: pain and suffering, grinding of the hip joint, clicking, popping, difficulty walking physical limitations, an inability to engage in her usual social and recreational activities, wage losses, medical expenses, elevated cobalt and chromium levels in his blood, and permanent disability and disfigurement and may require explanation of the hip. Doi: (B)(6) 2009 left hip. Dor: none reported. Patient residence: (B)(6). ***update: 8/13/12 - the sales rep has reported the revision surgery. Patient was revised to address pain. Dor: (B)(6) 2012 . **update**01/24/2013- medical records were obtained. Records indicated slight stem loosening was noted intraoperatively.